Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and shock therapy due to what appeared to be atrial tachycardia with rapid ventricular response (rvr). No additional adverse patient effects were reported. This crt-d remains in service.